Manufacturer narrative:
During the event, spacelabs technical support guided the customer to restart the xhibit and issue was resolved. Several attempts were made to follow up with the customer for additional information, but were unsuccessful. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, screens on the xhibit telemetry central station went black. No injury was reported as a result of this event.